Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was unknown. Customer address their bg by consuming carbohydrates. Customer declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.